Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient lost stimulation and the ipg no longer communicates with the programmer and charger. The patient was sent a new programmer. On (B)(6) 2010, it was reported that the patient's ipg would be explanted on (B)(6) 2010.